Event description:
The customer reported the device powered up in test mode. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). The customer reported the device powered up in test mode. No adverse pt impact was reported. The device was evaluated by a philips field service engineer. The symptom was verified. The bezel assembly was replaced to resolve the issue.